Event description:
The consumer alleges, the charger caught fire when he plugged the unit into the wall. No injury is alleged.

Manufacturer narrative:
No injury is reported. It is reported, the distributor had done some modifications to the wiring and/or routing of wiring on the chair. The dealer removed the modified cable after the incident was reported and is refusing to return this to invacare. MDR filed as a conservative measure. This appears to be an unapproved chair modification.